Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, and drawings was conducted during the investigation. The outer sheath from an lr-evn-9.0-rl evolution rl device was returned with this complaint. No other components were returned or identified in the complaint. Visual inspection confirmed that the distal end of the sheath is cracked for 1 5/16" parallel to its length. Slight distortion of the distal tip was observed. Two small gouges were observed in the inner lumen of the device. No stress or strain marks were observed along the crack. No evidence of brittleness was found on the sheath. A dimensional verification was performed and all dimensions met their requirements. Manufacturing records for this device were reviewed and no evidence of nonconformity was found. No other complaints have been filed for this product lot. There is no evidence to suggest the product was not manufactured to specification. A quality engineering risk assessment concluded that no additional risk reduction activities are necessary. No evidence of manufacturing or material nonconformity was found. Because no details or images of the procedure were provided, it cannot be determined exactly how the device was damaged. The root cause of the damage is unknown.

Event description:
During a lead extraction procedure on a (B)(6) patient, the 9fr evolution rl outer sheath split during extraction. Superior vena cava perforation was suspected, however no evidence of damage could be noted on the venogram. According to the initial reporter, the patient did not require any additional procedure nor experience any adverse effects due to this occurrence.

Event description:
During a lead extraction procedure on a (B)(6) patient, the 9fr evolution rl outer sheath split during extraction. Superior vena cava perforation was suspected, however no evidence of damage could be noted on the venogram. According to the initial reported, the patient did not require any additional procedure nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.